Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose (bg) was above 600 mg/dl, but exact value was not provided. Customer reported high ketones, and normal assistance by a third party. Manual insulin injections were used to address elevated bg. Customer changed the cartridge to address the occlusion alarms, and resumed insulin delivery.